Manufacturer narrative:
Reported event: an event regarding revision for unspecified reasons involving a pca head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as DHR record was not available. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for revision surgery, device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: head and liner exchange was performed on a tha, some liner wear was observed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The following was reported: head and liner exchange was performed on a tha, some liner wear was observed.